Event description:
It was reported through clinic notes that the patient had been experiencing and increase in breakthrough seizures. It was noted the patient was implanted with a vns and was tolerating the device well with no side effects. It was also explained the patient's behavior is erratic and has worsened. The physician stated the patient's vns is 11 years old and may not be delivering the output current appropriately and it was determined the vns should be changed. However, it should be noted that the vns diagnostics were performed and showed the device was working as intended.

Manufacturer narrative:
"An implant card was received indicating the patient had undergone prophylactic generator replacement surgery. After the new generator was implanted, diagnostic tests showed the impedance value was within normal limits at 1830 ohms." The stated information was inadvertently left off of the initial MFR. Report.

Event description:
An implant card was received indicating the patient had undergone prophylactic generator replacement surgery. After the new generator was implanted, diagnostic tests showed the impedance value was within normal limits at 1830 ohms. It was noted the explanting facility discards devices; therefore, the generator is not expected to be returned to the manufacturer for analysis. It was further explained by the nurse practitioner (np) that there were no malfunctions with the patient's vns and that the vns was not the cause of the patient's increase in seizures and behavioral issues, but that it was disease progression. However, it was explained that after the device had been implanted for so long, they did not believe it was providing the same amount of efficacy and they wanted to attempt to get more efficacy with a new device. It was noted the patient's vns diagnostics were within normal limits and not malfunctions had occurred. The patient's behavioral issues were above pre-vns baseline levels and the increase in seizures were slightly above pre-vns baseline, but nothing like the behavioral issues. It was noted the vns worked beautifully in the beginning, but lately they have been unable to get the same amount of efficacy despite changing medications and increasing vns therapy levels, which is why they wanted to try a new vns generator.